Event description:
It was reported by the customer that they have a set of internal paddles handles where the red rubber shock button cover has a small tear at the edge. There was no report of patient use associated with the reported event. It was indicated that the internal paddle cable had been sterilized 23 times.

Manufacturer narrative:
(B) (4). Physio-control confirmed the reported failure. A replacement internal paddle cable assembly will be provided to the customer. The root cause of the reported failure has not been determined. The customer uses a pre-vacuum steam sterilization process that is consistent with the most recent recommendations published by physio-control in august, 2008. The device operating instructions indicate that the internal paddle handles should be examined after each use for damage or signs of wear and if found, remove the affected component from use.